Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt states that the ceramic hip disintegrated in his body and all of the pieces had to be removed via revision surgery. He claims he submitted a prior complaint because of the squeaking of the same implants. He is now calling to report the necessary revision. This pt stated that he has spoken to the stryker legal department in the past and he is threatening legal action if he is not satisfied with our resolution. He was not satisfied with the findings and resolution of the initial report. He is seeking satisfactory compensation for his pain and suffering."